Manufacturer narrative:
Customer was able to mimic the issue. User was trying to change settings and they were unable. Customer completed a touch screen calibration and the unit is functioning correctly. Returned unit to use. No parts were needed. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The root cause cannot be determined.

Event description:
The customer reported the ventilator settings are difficult to change during device set up and the system freezes. No patient involvement. The ventilator had recently been serviced and a new front bezel installed, so this ventilator does not have a nav ring. The remote service engineer (rse) advised the customer to try cleaning touchscreen then calibrating to correct issue. If problem persists replace touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).